Event description:
(B)(4) trial. Same case as MDR ID: 2134265-2012-06789, 2134265-2012-06788, and 2134265-2012-07197. It was reported that subsequent to a stenting treatment procedure the patient experienced chest pain, a myocardial infarction and stent restenosis. In (B)(6) 2010, the patient presented with chest pain and underwent a cardiac catheterization procedure which revealed 1 target lesion. The 95% stenosed lesion was located in the second obtuse marginal artery with a reference vessel diameter of 2.80mm and a lesion length of 22mm. The lesion was not predilated and 3 promus element stents; a 3.00x20mm, a 2.75x12mm, and a 3.00x8mm were deployed overlapping, resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with cardiac chest pain and underwent a cardiac catheterization procedure which revealed 80% focal in-stent restenosis . An unspecified balloon catheter was advanced for angioplasty and a 2.50x12mm promus element plus stent was deployed. The event was considered resolved without residual effects. The day following the patient experienced a troponin level elevation and a myocardial infarction was diagnosed. Following the procedure the patient experienced a troponin level elevation and a myocardial infarction was diagnosed. No action was taken to treat this event and no ischemic symptoms were present. The patient was discharged approximately 5 days later on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).